Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and analysis revealed that the device met the expected longevity. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) feeling weak and tired. The battery of the implantable pulse generator (ipg) was dead and the patient has complete heart block. The device was explanted and replaced. No further patient complications have been reported as a result of this event.